Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch qlmbet mfg date: 10/05/2020, exp date: 09/30/2022. Batch qlmkqs mfg date: 10/23/2020, exp date: 09/30/2022. A manufacturing record evaluation was performed for the finished device lot number qlmbet, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number qlmkqs, and no non-conformances related to the reported complaint condition were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain if yes, please provide details. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc). There were no adverse consequences to the patient. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The alert date of the event is (B)(6) 2021. Procedure date in the file is (B)(6) 2021. The event date is (B)(6) 2021. The event is intra-op. Please provide clarification: what is the procedure date? What is the event date? Note: events reported in 2210968-2021-04948. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2021 and a barbed suture was used. During the procedure, immediately after starting suture, it was noticed that there had been no fixation tab. Another like device was used. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/21/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. H3 investigation summary: the product was returned for evaluation. Upon visual analysis of the returned product revealed that one opened sample product code sxpp1a301 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition the fixation tab was observed to have two sides broken. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm that the event occurred during the procedure on this date of (B)(6) 2021.